Event description:
It was reported that the left ventricular lead dislodged. An attempt to reposition the lead was unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found nromal device characteristics.